Event description:
A cervical balloon was placed with 80ml inserted into the vaginal side and 80ml inserted into the uterine side. Both rn and provider verified that 80ml's of fluid was inserted into each balloon at time of insertion. When balloon was removed 12 hrs after placement, 80ml's was removed from the uterine side, and only 28ml's was removed from the vaginal side. Both balloons were deflated with removal. Pt had no complaints of fluid leaking during time of use.